Event description:
The customer reported an issue with an insulin cartridge leaking, which occurred once. There was no adverse impact to the customer's blood glucose level. The caller was unsure of the leak's location but managed to change the cartridge and successfully resumed insulin therapy. The leaking cartridge was not available for return.